Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the balance middleweight hydro guide wire distal opaque portion became frayed [broken] without explanation. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported stretched coils/ noted misaligned coils and the reported core break. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: corrected model number, catalog number from unk 014 bmw hydro to 1001780j-hc. D4: corrected lot number from unknown to 5012272. D4: corrected primary UDI number from unknown to (B)(4). D9: corrected device available for evaluation from ni to no.

Event description:
Subsequent to the initially filed reports it was stated the procedure was to treat the left anterior descending (lad) coronary artery with no calcification or tortuosity. No additional information was provided.